Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. After the sheath was inserted and the guidewire removed, a lot of air was aspirated into the sheath. The farawave was inserted and even more air was aspirated. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator still inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. An attempt to purge air out of the faradrive steerable sheath by injecting deionized water into the flush lumen port was unsuccessful, as water was observed to leak from the handle cap. Therefore, leak testing could not be performed as the sheath could not seal fluid within the flush lumen line. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. After the sheath was inserted and the guidewire removed, a lot of air was aspirated into the sheath. The farawave was inserted and even more air was aspirated. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.